Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012.

Event description:
Health professional reported after injection with juvederm (type and lot unk) at unk site(s) pt developed "inflammation and swelling." A 330mg clindamycin, "some antihistamine" and oral rinsing were prescribed, however it is unk if it was to hasten resolution of symptoms or prevent worsening of symptoms that could lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.